Manufacturer narrative:
Device manufacture date: july 26, 2016 ¿ july 29, 2016. The device was received for evaluation with approximately 111 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passed successfully with no issues relating to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a small volume folfusor. The reporter stated that the nurse found that the patient had twisted the line of the pump. The device was filled with fluorouracil 3900mg in 115ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.